Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device was first received by synthes service and repair. The service and repair evaluation determined the following: the customer reported that a cable was stuck inside the device and the device tip was missing. The repair technician reported the device was missing some components and there was a cable stuck inside. The item is not repairable per the inspection sheet. The cause of the issue is unknown. Visual inspection was performed by the manufacturer confirmed the tensioner is missing the nose piece. A cable could not be removed from the collet jaws. Wear was noted to the tensioner body and the etching was faded. The nose piece is required to remove a cable. When assembled with a known functional nose piece, the tensioner assembly passed functional testing. The missing nose piece was determined to be the cause of the stuck cable. As the component was missing, a dimensional inspection could not be performed. Drawing 391_201 rev.'s f and k were reviewed. Two potentially relevant changes to the design were made: dco 10003599 involved the changing of the inner mechanism of the tensioner, which was implemented in order to improve its performance by tensioning and loosening cables twice as fast. Dco10018944 implemented the inclusion of slots in the body of the tensioner, which would improve its ability to be cleaned. As the tensioner functioned per specification once a known nose piece was assembled with the device, it was determined these design changes made after the manufacture of this device were not relevant to the complaint. The complaint of a stuck cable and missing nose piece were confirmed with investigation. Once assembled with a known functioning nose piece, the cable was able to be removed from the device and the tensioner assembly functioned per specification. There were no issues during the manufacture of this product that would contribute to this complaint condition. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. The stuck cable was attributed to the missing nose piece. A root cause of the missing nose piece could not be determined with investigation, however, it is likely the removable component was misplaced during handling. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Part # 391.201. Synthes lot # p308326. Supplier lot # p308326. Release to warehouse date: 13 dec 2005. Supplier: pioneer surgical. No ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Legal manufacturer (rti surgical) is aware and the issue was identified by rti surgical during the service activity. This event has been logged in their system under (B)(4) on (B)(6) 2019 device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reporter is a synthes employee. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on during open reduction internal fixation (orif) of a femur (B)(6) 2019, the cable was stuck inside the cable tensioner and the tip was missing. The remaining part of the cable that was cut and would normally be discarded could not be removed from the tensioner as the tensioner would not loosen and is stuck. It was further reported that cable was tensioned, crimped and cut and surgical use of the cable was completed as normal. Procedure was successfully completed. Patient status is unknown. This report is for a cable tensioner. This is report 1 of 2 for (B)(4).